Event description:
It was reported that a patient scheduled for an elective dual-chamber pacemaker implantation experienced chest pain and nausea after pocket closure involving a right atrial (ra) active fix lead. Following the procedure, the patient's blood pressure suddenly dropped to 100/60 mmhg. Immediate fluoroscopy revealed weakened cardiac pulsation and moderate pericardial effusion. Pacemaker interrogation showed a loss of both atrial sensing and capture. To stabilize the patient's condition, intravenous dopamine was administered to raise their blood pressure to 105/62 mmhg, along with 0.9% sodium chloride for rapid rehydration and hemodynamic stability. X-ray guided pericardiocentesis was performed in the catheterization lab under local anesthesia. After draining incoagulable blood through a pigtail catheter, the patient reported relief from chest discomfort, and fluoroscopy showed improved cardiac impulse and significantly reduced pericardial effusion. During a 30-minute observation period, the patient's blood pressure stabilized around 125/70 mmhg. A new lead of a different model was then placed in the distal right atrial appendage. It is unknown as to whether the active fix lead was surgically abandoned or explanted. Repeated bedside transthoracic echocardiograms revealed no pericardial effusion, and the patient was discharged three days after the procedure. The patient made a full recovery with no procedure-related complications, and no additional adverse effects were reported. The active fix lead is not anticipated for return.

Event description:
It was reported that a patient scheduled for an elective dual-chamber pacemaker implantation experienced chest pain and nausea after pocket closure involving the right atrial (ra) lead. Following the procedure, the patient's blood pressure suddenly dropped to 100/60 mmhg. Immediate fluoroscopy revealed weakened cardiac pulsation and moderate pericardial effusion. Pacemaker interrogation showed a loss of both atrial sensing and capture. To stabilize the patient's condition, intravenous dopamine was administered to raise their blood pressure to 105/62 mmhg, along with 0.9% sodium chloride for rapid rehydration and hemodynamic stability. X-ray guided pericardiocentesis was performed in the catheterization lab under local anesthesia. After draining incoagulable blood through a pigtail catheter, the patient reported relief from chest discomfort, and fluoroscopy showed improved cardiac impulse and significantly reduced pericardial effusion. During a 30-minute observation period, the patient's blood pressure stabilized around 125/70 mmhg. A new lead of a different model was then placed in the distal right atrial appendage. Repeated bedside transthoracic echocardiograms revealed no pericardial effusion, and the patient was discharged three days after the procedure. The patient made a full recovery with no procedure-related complications, and no additional adverse effects were reported. The explanted lead is not anticipated for return.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The related investigation determined that this lead was associated with a reported perforation with no conclusive evidence of a product performance issue; please refer to the event description for more information regarding the specific circumstances of this event. It was concluded that this is a known inherent risk of this device.